Manufacturer narrative:
(B)(4). The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No unexpected pump error alarms noted during testing however, the formatted history file confirmed pump error 53 alarm (line number 1474 file number 26). Problem isolated to electronic assembly. Pump received with scratched case. Pump received with pillowing keypad overlay. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error and rewind insulin pump. Customer performed self test which was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information related to product code has been updated and provided with this report.